Event description:
A malfunction code, malf 16, was reported with no notable events occurring prior. The impact on the customer's blood glucose level was unknown, as they declined to answer whether it exceeded 500 mg/dl. Technical support decided to replace the malfunctioning pump, which was still under warranty. The customer planned to use multiple daily injections (mdi) as a backup insulin therapy. They were instructed to allow the pump's battery to fully deplete before returning it using a pre-paid label within ten days, and they understood the guidance provided.